Manufacturer narrative:
The device received by depuy synthes power tools. The device was evaluated and the reported condition of "will not secure attachment" could be confirmed. During service the device locking mechanism was noted as corroded in the pre-repair assessment notes. If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from USA stating that the device will not secure attachment. The device was bing used in surgery. There was no pt or user injury reported. It is unk if delay or medical intervention occurred. There is no additional info provided.